Manufacturer narrative:
Zimvie complaint (B)(4). A1: patient identifier is not provided / unknown. A2: patient age is not provided / unknown. A4: patient weight is not provided / unknown. D1: brand name is not provided / unknown. D4: catalog number and lot number are not provided / unknown. E1: initial reporter¿s title is not provided / unknown. Since the lot number and device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which identifies the product or indicates that the device may have caused or contributed to the event, an additional report will be submitted h3 other text : no product, no item # or lot# available.

Event description:
It was reported that the implant fell off of the unknown placement driver during procedure. The procedure was completed with another driver. Tooth #24.

Manufacturer narrative:
This report is being submitted to report additional information. Zimvie did not receive one driver for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the [unknown biomet driver] is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. Based on the investigation and risk management file review, the most likely root cause determined from the investigation were missing or confusing instructions for use and clinician damages driver retention feature inside of implant. Therefore, based on the available information, a device malfunction could not be verified. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional or corrected information to report.